Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system onsite and confirmed that the surgeon monitor was flickering. The monitor and cable were replaced and the issue resolved. A full navigation system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect surgeon monitor and cable were returned to the manufacturer for evaluation. When connected to a known good system, the monitor display did not flicker. The monitor was ran for several hours, but the issue did not reoccur. The touch function was also normal. No problem was found with the monitor. The returned cable had no apparent physician damage and passed a continuity test with no opens or shorts detected. When connected to a known good system, the monitor system was normal. No problem was found.

Event description:
A medtronic representative reported that outside of a procedure, the surgeon monitor on the navigation system was flickering. The site adjusted and reseated the cable without resolution. There was no patient present when this issue was identified. No additional information was available.